Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device had reached a hardware elective replacement indicator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.